Event description:
While investigating an electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed incoming functional testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming functional testing. Upon investigation, the pulse wire solder connection was broken inside the front therapy electrode (te). The cause of the test failure was the broken connection. The cause of the damaged solder connection was unable to be positively identified but is likely due to excessive force. No adverse event resulted from the defective electrode belt.